Manufacturer narrative:
(B)(4). The device serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a damaged power cord . To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).

Event description:
During evaluation by baxter, a flo-gard infusion pump was found to have a broken power cord. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.